Event description:
At completion of endovascular embolization procedure, angioseal device utilized for vascular closure malfunctioned. The operating physician was unable to remove the device as per product instructions, so the shaft of the device was cut to remove the delivery mechanism. The deploying physician obtained hemostasis. Suture failed to unspool from the device. FDA safety report ID#: (B)(4).